Event description:
Reporter noted system was heating up. Two corneal burns occurred the same day. Doctor wanted handpiece checked. This pt had more that 10 diopters astigmatism and will take a long time to heal.